Event description:
The pump exchange did not occur as the patient passed away before the scheduled procedure.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed pump stop and low speed events, as well as a transient driveline fault alarm. Based on the patient's previous complaint history and similar reported events, these log file findings could be indicative of driveline damage. The submitted log file begins with the driveline being connected to the controller on (B)(6) 2020. The pump ramped up to the set speed and operated without issue until (B)(6) 2021. At that time, the file captured a motor stop event while the patient was on battery power. Additional log files were submitted that showed the pump struggling to maintain the set speed, consistent with a potential driveline issue. Furthermore, a single driveline fault alarm was captured on (B)(6) 2021. This fault quickly resolved and did not reappear for the remainder of the file. The patient ultimately expired on (B)(6) 2021 due to ischemic heart disease (refer to manufacturer report number #2916596-2021-00535). The pump was not returned for investigation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Section 1 "introduction" of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. Patient handbook document is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, including driveline fault alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer report number # (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced pump stop and driveline disconnected alarms on (B)(6) 2020, months after a driveline repair. There was also a low speed advisory and pump stop on (B)(6) 2021, the cause was an internal phase to phase short. This occurred while the patient was connected to batteries. Elective pump replacement was scheduled for (B)(6) 2021. Each alarm lasted 2-7 seconds. Additional log files showed further pump stops on (B)(6). The patient continued to have pump stops on (B)(6), partly due to low power hazards from total depletion of battery power. Related manufacturer report number # (B)(4). Related manufacturer report number #2916596-2021-00268